Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that had many background applications running. Dexcom representative advised patient to close those applications and the dexcom application started working again. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could confirm the reported loss of connection. A definitive root cause could not be determined. No additional patient or event information is available.